Event description:
It was reported that patient was going through an internet search for "interstim complaint from women who have interstim and finding a medical site where a majority of these patients stated the implantable neurostimulator (ins) was not sewn in and reported symptoms like reporter's symptom.